Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that levophed was not dripping even though the pump has indicated that the medication was infusing. On further inspection, it was noted that the safety clamp was closed and the pump did not provide any alarms. The medication was already running on maximum dose with no improvement on patient's very low blood pressure. The tubing set was then replaced, which resolved the issue. The event occurred at critical care medicine unit (ccmu).